Manufacturer narrative:
Investigation: this was the patient's first treatment at this facility. Per the customer, this patient was due to have a rbcx on (B)(6) 2016, but this was postponed due to the patient being very acidotic and she needed dialysis urgently instead. It is not known at this time if an autopsy will be completed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a red blood cell exchange (rbcx) procedure was being performed on a patient. After approximately 5 bags out of 6 bags of replacement fluid had been used,the patient coded. The code team was called and attempts to revive the patient were made but were unsuccessful. The patient passed away; the cause of death is not known at this time, however, the device is not alleged or suspected to have caused or contributed to the patient death. The customer declined to provide the patient's identifier. The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
A machine service was performed and the collect concentrate monitor (ccm) was re-calibrated as it was found to be out of specification. The ccm is not used in an rbcxprocedure and therefore did not have an impact on this event. All other inspections confirmed themachine to be functioning as intended.the discharge summary was requested and obtained from the customer. The patient was a (B)(6) woman who had a history of sickle-cell anemia and pulmonary hypertension whopresented to the emergency department (ed) in acute respiratory distress following days ofproductive cough and chest pain. In the ed, the patient was given oxygen via nasal cannula withno effect. Respiratory distress continued to worsen becoming severely hypoxic, hypotensive, and acidotic prompting intubation, pressure initiation, hemodialysis, and 6 units of red cells exchangetransfusion. The patient was transferred to the micu where her status continued to decline hoursfollowing ICU admission. The patient developed pea arrest prompting emergent acls/ blsactivation. After coding the patient for several rounds of CPR, the patient was pronounced deceased. A definitive root cause could not be determined. Evidence points to the patient's pre-existing condition as the cause. There is no indication that the machine or exchange set caused or contributed to the patient death.

Manufacturer narrative:
Per terumo bct's medical review, the device did not cause or contribute to this incident.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information.